Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. In addition, based on the received information the gpi increased, which was most likely due to bone growth over the reference electrode. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's ability to distinguish and listen to sound gradually became worse. No trauma has been reported. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's ability to distinguish and listen to sound gradually became worse. No trauma has been reported. The user has been re-implanted on (B)(6) 2019.